Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back and the sheath was found to be buckled. Functionally the basket extended and retracted the basket without issue and the wires were found to be even spaced and not deformed. The condition of the returned incident device was not consistent with the complaint that the basket won't open. The basket extended and retracted without issue during the functional evaluation. However during device evaluation it was noted that the guidewire lumen (side-car) presented push-back and the sheath was buckled. The most probable root cause of this damage is operational context as excessive force may have been applied to the device due to anatomical or procedural factors causing the observed damages. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a common bile duct stone removal procedure performed on (B)(6), 2011. According to the complainant, during the procedure, basket could not be fully opened when the handle was actuated to grasp the bile duct stone. The device was removed from the patient and tested and the same thing occurred. No visible damage to the device was reported, and no other stones had been crushed/captured prior to the alleged issue. The procedure was completed with a zeon medicals basket device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car push-back.